Manufacturer narrative:
The manufacturing facility is conducting a review of the device history record and supporting quality records.

Event description:
Consumer states at the end of her cycle the u by kotex sleek regular tampon unraveled and a piece of the tampon was left inside. Consumer unsure if everything came out, plans to seek medical. She states she has experienced sharp pain in her stomach and slight discharge.